Manufacturer narrative:
The drill was received by the MFR, and the overheating condition was confirmed. Internal components were evaluated and it was discovered that the rotor was corroded and a bearing was worn. The presence of corrosion can lead to increased friction among rotating components, resulting in heat being generated. The rotor assembly and bearing were replaced, and the drill was returned to the user facility.

Event description:
It was reported that when the drill was plugged into the power console during equipment testing prior to the start of a surgical procedure, an overheating message was displayed. The customer reported no heat was detected from the device. This event did not occur during a surgical procedure, so there was no pt involvement. No user injury was reported, and no other adverse consequences were alleged with this event.